Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the customer's insulin pump had water damage. The customer stated was taking a shower and insulin pump fell into water. The customer stated the insulin pump had a constant tone occurring. Advised to discontinue the use of the insulin pump and revert to backup plan. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received with no act or up button response due to corroded keypad traces. Moisture damage was found on the electronic and motor assembly. The pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.